Event description:
It was reported that the pt presented in 2008, with symptoms of withdrawal, including increased tone in upper extremities. The pt was given programmed boluses through the pump and evaluated at the clinic with no changes in relief. A decision was made to replace the pump due to its age (surgery was a week later). When the surgeon disconnected the catheter from the pump, there was a brisk retrograde flow of cerebrospinal fluid noted; the catheter was left in place. It was also noted on the following month, that the pump was programmed to infuse a bolus after the catheter was disconnected and droplets of medication was seen at the tip of the pump. As of the same day, the pt's status was not known.

Manufacturer narrative:
.